Manufacturer narrative:
The pt called two days post-injection to report persistent pain and swelling in the right upper lip area. He returned to the office for evaluation. The physician continued treatment with nitro paste applications around the clock, a hyperbaric o2 treatment and warm compresses. The pt appeared to be doing well without any tissue breakdown. During a later follow-up the physician reported a small area of necrosis had developed at both the mucosal aspect as well as the outside of the right upper lip. The physician will provide another hyperbaric o2 treatment and continue to monitor the pt closely. During follow-up two weeks later the physician reported the pt was not doing very well. There is only a small area remaining he will correct with an injectable filler if warranted. A review of the device history records indicates the reported lot #1018555 met all specifications prior to release.

Event description:
Physician reported a pt injected in the nasolabial folds developed an area of immediate blanching from the tip of the nose up to the forehead. The injection was discontinued, pressure was applied away from the angular artery and nitro paste patches were also applied. The blood flow returned to the area within the hour and the pt was allowed to leave the office.